Event description:
The customer observed a fluid leak of 10 ml from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no related error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/15/2015. The fse found disconnected tubing from the backwash tank due to an old check valve causing the backwash tank not to fill. He replaced the tubing and check valve to the backwash tank which fixed the leak. The repairs were verified per established service procedures. (B)(4).